Event description:
It was reported that the lead was slightly curved at the distal end, between contact 0 and contact 1. When the surgeon checked the position of the lead with x-rays, it showed a deviation of approximately 6mm at the distal end of the lead. The surgeon tried to place the lead again, noticed the curve of the tip, and used a new lead. It was reported that there was no pt injury and the pt was fine.

Manufacturer narrative:
(B)(4).